Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no low battery warnings observed with this complaint. During testing, the pump performed the ez-prime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. (B)(4).